Event description:
The reporter indicated a 12.1mm vicm5_12.1 implantable collamer lens, -04.50 diopter, tore during loading and there was no patient contact.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4)